Manufacturer narrative:
Additional information was received indicating there was no patient involvement, the issue was found during testing.

Manufacturer narrative:
One cadd legacy pca pump was returned for analysis in good condition. The accuracy test was performed on the pump and the user's report of "over infusing" was duplicated. Running production accuracy gave results of +5.69%, +3.09%, and +5.69%. This is outside the production limit o f+/- 3.0% but within the published spec of +/-6.0 percent. The user gave no specific amount for his/her claim. The expulsor will be trimmed to bring delivery within internal specifications.

Event description:
Information was received indicating that a smiths cadd-legacy pca pump was found to be over infusing. There was no reported serious injury to the patient.